Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. A visual inspection revealed the needle failed in a ductile manner. There are no signs of manufacturing defects found on the needle.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. During passage through the dermis, the needle broke at the middle. It was unknown whether the broken piece fell into the patient¿s body or not in the first place, however, it is possible that the piece could be retained in the patient. An x-ray was taken to search for the broken piece, but it was not found. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.